Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet displayed recurrent ¿alert 60¿ instructing a restart, consistent with a bluetooth communications fault between the ilet and the cgm, and the user was unable to obtain cgm readings despite multiple restarts; the user was advised to revert to backup therapy and a replacement ilet was provided. Symptoms included an inability to view cgm glucose values. Outcomes included temporary interruption of automated insulin dosing with transition to backup therapy. Investigation included technical troubleshooting and education by support personnel and replacement of the device. Investigation of the returned device revealed a communication malfunction associated with the ilet¿s bluetooth interface consistent with a ble board communications error, and the issue was resolved by device replacement. It was concluded, based on previously established findings for similar reports, that the cause was a device hardware communication failure.